Manufacturer narrative:
Continuation of medical devices: 501da20 mechanical valve implanted (B)(6) 2009, 500dm27 mechanical valve implanted (B)(6) 2002.

Event description:
It was reported that the right atrial (ra) lead had suspected intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.